Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer would not power up, the power supply was out of electrical specification.

Event description:
It was reported the programmer would not power up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067, rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.